Event description:
The system 5 sagittal saw was sent for service and during performance testing at the MFR, it was noted that the head is chipped. No adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.